Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. The instrument was returned without any specific failure. Failure analysis found that the yaw pulley was broken. The yaw pulley was missing a piece at the distal clevis hub. The conductor wires were not sticking out. The electrical continuity test failed. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction of a broken yaw pulley found during failure analysis, if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure, the fenestrated bipolar forceps instrument stopped working. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.